Manufacturer narrative:
Concomitant medical products: icf09b52 lead implanted: (B)(6) 2003.

Event description:
It was reported that the patient experienced syncope. A possible fracture of the right ventricular (rv) lead was noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.